Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's family withdrew support on (B)(6) 2015. Additional information was requested, but has not been provided.

Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's cause of death was due to a bad pseudomonas infection. The hospital staff did not believe that the event was device or device therapy related because the patient had other commodities.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The pump was not returned for evaluation, as it was not explanted. Additional information was requested; however no further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.